Event description:
Corporate product surveillance received notification from homecare services representative on (B)(6) 2012. The patients nurse called homecare services to report a cracked minicap. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the cracked minicap. Per the pdn, the home patient (hp) noticed the crack after she had used the cap. The pdn stated she had the cap and would hold onto it for evaluation. The hp noticed the cap was cracked while using it. The hp has continued therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample lot number is known and a batch review will be performed. The sample is available and requested for investigation. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint has been confirmed for cracked minicap. The complaint sample was confirmed via visual and functional inspection. Batch review results were acceptable for the lot.